Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind step stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up # 1: date of submission: 12/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the pump¿s black box history revealed a cs 064 call service alarm. This alarm was duplicated during the investigation. The pump cover was opened and an internal motor defect was found. Further testing on the pump was unable to be performed due to the motor failure. The initial complaint about a rewind issue was confirmed during the investigation.